Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. Inspection found leakage in the main body unit and abnormality in image observed. In addition, the switch was defective. Per instruction for use (IFU) : "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the "warning" section in the instruction manual "checking the remote switch, focus and zoom switches". Always check that all remote switches are working properly before use, even if you do not plan to use the remote switches. Failure to unfreeze the image during use may cause injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not intend to use the focus and zoom switches. Abnormalities such as inoperative switches during use may cause injury to the body cavity, bleeding, or perforation. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on investigation results, water leakage from the main body indicated that moisture had entered the interior of the camera. It was presumed that the internal charge coupled device (ccd) and switch board failed, resulting in the inability to communicate normally, which led to the reported phenomenon. Olympus will continue to monitor complaints about this device.

Manufacturer narrative:
The device was returned, inspected at olympus service repair center malaysia and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported device had water leakage and this caused an intermittent image issue .there was no patient impact , no harm reported due to the event.